Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device has a blank screen when powered on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. The cause of the reported issue could not be determined. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted stryker to report their device has a blank screen when powered on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.